Manufacturer narrative:
The international service engineer evaluated the unit and confirmed the reported problem. The international service engineer adjusted the position of the vibration-proof ring to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporting institution phone number (B)(6).

Event description:
It was reported to philips by a customer that the unit had an unknown noise. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.